Event description:
It was reported that an occlusion alarm occurred. A system check was performed and the occlusion was found to be within the cartridge. Additionally, a minimum fill notification occurred during the load sequence while the cartridge was loaded with 150 units of insulin. Reportedly, the cartridge was changed to address the issue. The customer's blood glucose level was 436mg/dl.